Event description:
Reportable upon device analysis completed on (B)(6) 2014. It was reported that the stent delivery system was unable to cross the lesion. Vascular access was obtained via a right radial approach. The 80% stenosed lesion being treated was located in the moderately calcified and moderately tortuous unspecified vessel. The lesion was predilated then, a 20x2.25mm synergy ous mr stent delivery system (sds) was advanced to the target lesion. However the sds was unable to cross and was successfully removed. The procedure was completed and no patient complications were reported. Stent damage was noted upon analysis. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is a combination product. A visual and microscopic examination found that the crimped stent on the device was damaged at the proximal end. It was noted that the stent struts were deformed and lifted upwards from the stent profile. It was noted that the stent had moved distally on the balloon. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).